Manufacturer narrative:
Follow-up #1; date of submission: 06/16/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/01/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. A review of the available pump history and black box data revealed no evidence of a 'loss of prime' issue. The pump was exercised for 24 hours, during which no 'loss of prime warnings' were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the prime sequence and bolus functions. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that there were 2 random loss of prime warnings the previous day. The reporter indicated that the pump was not available for review at the time of the contact. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because troubleshooting was unable to be completed to determine if the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.